Manufacturer narrative:
The customer reported that the flow sensor assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
It was reported that the device can not get into standby. It was noted that the device was in clinical use.